Event description:
Report received from (B)(6) stating that the device had a heat problem and that they also could not insert the cutter. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was received by (B)(4). Reliability engineering evaluated the device, and the reported problem was not confirmed. However, it was observed that the dura guard tip of the unit exhibited damage that was caused either by a cutter that was not fully seated and secured into the motor, or by excessive side loading during use. The unit also exhibited bearing damage and rough rotation, likely due to improper or ineffective cleaning and maintenance. If additional information is received, a supplemental report will be sent. (B)(4).